Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the reservoir had air bubbles and could not be taken out. The blood glucose level at the time of the incident was 5.1 mmol/l. It was stated that they tapped on the reservoir multiple times to remove the bubbles but it seemed to create more. They were assisted with the proper technique to dill and remove air bubbles. The product will not be returned for analysis.